Event description:
During postoperative fitting, it was noted that some contacts had high impedance. The surgeon attempted to reposition the lead but was unsuccessful. Revision surgery was scheduled. The surgeon elected to remove the entire system.